Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es was stuck on the blue recovery screen. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on the blue recovery screen. A field service engineer (fse) replaced the hard disk drive (hdd), imaged and configured the replacement drive, and synced the station with the server. The issue was resolved successfully. The system functioned as intended after the field service engineer repaired the device. E1 initial reporter facility name: (B)(6).

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es was stuck on blue recovery screen. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.